Manufacturer narrative:
Block b3: exact date unknown, event occurred 5 or 6 months ago based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, (B)(6).

Event description:
It was reported that patients leads migrated. The patient underwent lead adjustment to move the lead lower due to it moving higher in the epidural space. Patient is doing well postoperatively. Nothing explanted or added.